Event description:
(B)(4). I had essure implanted in (B)(6) 2013. Within weeks, I began experiencing fatigue, depression, and started to gain weight. Within a year, I had gained 10 pounds, couldn't perform daily activities without getting extremely fatigued and had severe depression. As time went on, my thyroid started to become swollen and I was referred to an endocrinologist who in turn diagnosed me with hashimoto's and hypothyroidism. Fast forward 2 years after the coils were implanted and I now have an autoimmune disease, a wacked out thyroid, I've gained 25 pounds (for absolutely no reason), my hair and eyelashes are falling out, my vision has worsened, I have chronic fatigue, am always cold, have constant inflammation and swelling, have contemplated suicide, suffer from inflammation and joint aches, and cannot control my mood swings and depression. These are just some of the more pronounced symptoms that I have been subjected to since I had essure implanted. Prior the (B)(6) 2013, I never even had the flu.